Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular threshold had increased drastically and sensing had decreased. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.